Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was high at the time of the event which they tried to treat with correction bolus via pump. The infusion set had been used for just a few minutes. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.